Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was implanted on (B)(6) 2025 and passed away on (B)(6) 2025. During the intensive care unit (ICU) course the intensivist noted that the pump flows were up to 18 liters (l) and that the pump had stopped. Upon restarting, the pump flows were noted to be 15l with a power of 2.8-4.1 watts. Log files were sent for review. The log files confirm the reported high flows. The pump stop appeared to have been caused by an intentional pump stop at the heartmate system monitor. Numerous "flow estimation is invalid" fault flags were noted in the event log file. These can occur in low-speed situations as seen in this log file where the speed was set to 3800 rpm.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number: (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The report of elevated estimated flow was confirmed through analysis of the submitted log files. The elevated flow estimation appeared consistent with a material, such as thrombus, being ingested into the pump and interfering with the rotor; however, the suspected ingestion could not be confirmed as the pump was not explanted for analysis. The submitted controller event log file captured events on 27sep2025 from 17:42:01 to 18:11:58, per the timestamps. Review of the submitted log file confirmed increased estimated flow, ranging from 16.2-20 liters per minute (lpm) throughout the majority of the file, as well as a low flow alarm and flow estimation invalid flags for the duration of the file. Motor power ranged from 4.4-5.0 watts throughout this timeframe. The log file also captured an intentional pump stop event, consistent with the report that the pump was intentionally stopped while the patient returned to the operating room. After the pump was restarted approximately 20 minutes later, the flow estimation continued to be elevated, up to 24.1 lpm, until the pump was eventually shut down minutes later. Review of the submitted periodic log file revealed a decrease in flow on (B)(6) 2025 following a change to the pump speed settings. Following this decrease, the flow estimation became elevated and remained elevated for the remainder of the log file. No other notable events or alarms were captured in the submitted log files. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Additionally, section 6 explains that post-implantation hypertension may be treated at the discretion of the attending physician. Section 1 of the IFU also addresses all pump parameters including pump power, speed, flow, and pulsatility index (pi). Pump flow is estimated from pump power. Under abnormal conditions this may result in an overestimation of pump flow or an undisplayed pump flow reading. If the flow estimate falls outside the expected operational range or acceptable linear region, a low flow alarm is triggered and flow displays "-.- lpm". This situation only occurs when speed is below 4000 rpm and the pulse index (pi) is greater than 9.0. This condition prevents the display of inaccurate flow information section 4, ¿heartmate touch¿ communication system¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting" addresses system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Nothing unusual was noted on implant. The patient was brought back to the operating room to investigate what was causing the low flows to the rvad. Pulmonary hypertensive crisis was suspected. They were unable to reestablish flow. No autopsy would be performed. The pump was intentionally stopped during return to the operating room.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Patient symptoms of right heart failure included visible right ventricular (rv) dysfunction on an echocardiogram (echo) and elevated central venous pressure (cvp). It was also noted that the patient had pulmonary hypertension, so rv was affected by that. The right heart failure existed pre-lvad implant and the rvad was planned due to biventricular failure. The device did not contribute to right heart failure.